Manufacturer narrative:
A ge service representative performed an on site investigation. A pin in the interconnect cable was evaluated and repaired. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that there was a communication failure error message. Further information was received indicating that the system lost fluoroscopic functionality. There is no report of a patient injury or death associated with this event.